Event description:
A malfunction alarm was reported by the customer, identified as malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and the customer successfully reset the pump, with the malfunction not recurring. The customer was advised to continue using the pump and to contact support again if the issue reappears.